Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
It was reported that the ventilator had intermittent error codes indicating insufficient blower current and 24 volt failure. The customer troubleshot with technical support. The customer was advised to try a different power supply and was provided the part number. The customer reported that replacing the power supply addressed the reported issue.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The power supply was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a component in the power supply that prevented the power supply from operating on alternate current power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.